Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw motor was not running. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This device was found this way by the user facility's biomedical engineer (biomed).

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed a functional test on the sternal saw and observed the saw motor was not operating with the service foot switch. The srt performed internal inspection and observed the motor mount on the motor assembly was broken at the front cover, then performed verification/release testing of the sternal saw motor. The unit operated to manufacturer specifications and will be returned to the customer. No additional action will be taken at this time.